Event description:
It was reported that the patient complained of instability so the surgeon revised the 13mm ps insert to a 16mm insert. The patient was revised at another hospital in 2011. Therefore, the sales rep does not have any information regarding the previous surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the device was not returned for evaluation and no medical information was provided. Further information such as x-ray images, operative reports, and patient follow-up notes are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
It was reported that the patient complained of instability so the surgeon revised the 13mm ps insert to a 16mm insert. The patient was revised at another hospital in 2011. Therefore, the sales rep does not have any information regarding the previous surgery.